Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst found two ultrafiltration (uf) values that were out of tolerance (the uf pump stroke and the uf error). The fst departed the facility without making any repairs; they were told that the customer would handle the repair work. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Although the fst identified uf values that were out of tolerance, the investigation into the cause of the reported problem was not able to be confirmed. The hdrn could not confirm if this event was related to hd therapy on the fresenius 2008t machine.

Event description:
A user facility biomedical technician (biomed) requested a fresenius field service technician (fst) perform an onsite evaluation of a fresenius 2008t hemodialysis (hd) machine. There was reported to be an event on the machine involving patient harm. Upon follow up with the fst who was called onsite, it was confirmed that the evaluation took place due to an event that occurred during a patient¿s hd treatment. It was reported that a patient suffered a heart attack during their hd treatment and had to be transported to the hospital. There were no reported alarms or any other machine issues during the treatment. During their machine evaluation, the fst found two ultrafiltration (uf) values that were out of tolerance (the uf pump stroke and the uf error). The fst departed the facility without making any repairs; they were told that the customer would handle the repair work. The fst stated the patient had recovered from the event, and no additional information was provided. Additional information was obtained via follow up with the patient¿s hd registered nurse (hdrn). The hdrn reported the patient experienced a sudden cardiac arrest (contrary to a heart attack initially reported by the fst) on (B)(6) 2020 during hd therapy. Emergency services were activated and cardiopulmonary resuscitation (CPR) was performed in route to the hospital. The patient had a return of systemic circulation and was admitted to the hospital on the same day. The patient was diagnosed with a sudden cardiac arrest due to unknown etiology. The patient did not undergo hd therapy during this admission as an hd treatment was not due during the hospital stay. The patient had an uneventful hospital course and was discharged on (B)(6) 2020 with a ¿lifevest¿ personal defibrillator (not a fresenius device). It was reported the patient has a history of cardiac disease (exact diagnoses unknown) and has never experienced an adverse event associated with hd therapy. It could not be confirmed if this event was related to hd therapy, as field testing of the 2008t hd machine detected ultrafiltration (uf) values that were out of tolerance (uf pump stroke and uf error). The patient has recovered from this event and continues hd therapy on an outpatient basis with no further reported adverse clinical events. Clinical investigation: a temporal relationship exists between hd therapy on the 2008t hd machine and the event of sudden cardiac arrest requiring CPR and hospitalization. The cause of this event and relationship to hd therapy cannot be determined at this time due to the limited information concerning specific cardiac disease(s) and the unknown etiology of the sudden cardiac arrest from the admitting hospital. It is reasonable to surmise this event may be attributed to the patient¿s comorbidities, as cardiac disease and sudden cardiac arrest is the leading cause of mortality in patients with end-stage renal disease requiring hd therapy. This is further evidenced with the prescription of the ¿lifevest¿ personal defibrillator upon discharge, which anticipates dangerous arrhythmias and the determination of the patient¿s ability to safely continue hd therapy following this event. Though there is a high likelihood the patient¿s preexisting cardiac disease contributed to this event, the 2008t hd machine cannot be excluded due to the finding of uf parameters out of tolerance. Based on the available information, there was no specific allegation, reported direct correlation or objective evidence a fresenius product deficiency or malfunction caused or contributed to this serious adverse event.